Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked housing. Customer's complaint of no disposable alarm was not verified. The event log did show any related errors. Service will replace the downstream occlusion sensor and the chassis as a preventative measure. The problem source is unknown.

Event description:
Cadd legacy pump had no disposable alarm. No reported adverse effects.